Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that the pediatric bivona flextend tts cuff standard tracheostomy tube was unable to hold appropriate saturations. The trach cuff volume was checked, and needed to be refilled to 2.5 cc several times to maintain adequate tidal volumes. Trach subsequently changed and cuff noted to be leaking once outside patient. The patient status improved after trach change.